Event description:
According to the reporter, pre-operatively, during preparation prior to patient contact, the handle had an error message. The shell was connected but a triangle error with red circle ,slash and exclamation mark appeared and the device could not be used. Another shell was tied on the handle. Another handle was used with a new shell to complete the case.  There was no patient involvement. Medtronic's initial evaluation of the incident found that the cause of the reported condition can be traced to fpga reset/reprogram failures. The cause of the fpga reprogram/reset failures could not be established.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found no abnormalities were noted during functional testing. The handle had 129 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that the power handle has error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.